Event description:
According to the additional information received, the event occurred due to user error.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator/supervisor reported that during intraocular lens (iol) implantation, the lens came out of wound (failed). Additional information was requested, but no further information is available.